Event description:
It is reported by the nurse during a procedure the nail holder screw jammed in the tibia nail. There was no chance to remove the nail. A replacement was available to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the nail handle and the nhs to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 8 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. The jamming of both instruments was caused by fretting marks. Fretting marks are known from previous complaints and are a rare but known reaction. During screwing the nhs into the nail it is possible that the nhs get contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that cold welding was occurred, most likely due to an oblique insertion. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. The returned nhs was manufactured post to the change. Anyway, the change does not prevent a user error due to oblique insertion. The case is attributed to an improper handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Event description:
It is reported by the nurse during a procedure the nail holder screw jammed in the tibia nail. There was no chance to remove the nail. A replacement was available to complete the surgery. .